Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "patient spo2 numeric reading > 93%, no alarming conditions noted, however patient looked cyanotic (blue) showing signs of reduced oxygenation while the nurse felt that the monitor did not reflect the patient's clinical picture." Issue was seen only on one unit and no further occurrences reported by clinical staff. The baby is a preterm delivery with lung related support needs.

Manufacturer narrative:
The reported problem was investigated via remote support who established that the incident date was (B)(6) 2018 at 9.11am and the bed and equipment label are cot 41 and scn mon 41. The nurse felt the monitor to be unreliable given the patient's clinical status and started delivering ippv (intermittent positive pressure ventilation). The patient was presenting with spo2 < 65% and hr changes etc. . The nurse believed the response time on the monitor was long. The monitor uses masimo set spo2, the wrap sensor was attached to the foot. The customer has observed no recurrences of the issue. The biomed tested the monitor and the device passed testing, there was no trouble found.the biomed stated that an alarm did in fact sound on the central but was apparently missed. The biomed pulled the central station log files for further investigation, but unfortunately they were incomplete. In addition, other essential information (configuration file, complete central logs, status log and device report of the bedside monitor, vital sign trend data etc.) To be able to review this case was also not made available, despite remote support contacting the customer multiple times. The cause of the issue remains unknown. The product remains in use at the customer site. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Patient infomration requested not available at time of report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.